Manufacturer narrative:
The customer returned the suspected contour next ez meter serial # (B)(6) and contour next test strips from lot # 8kpeg17b. The returned meter was tested with returned test strips, which gave satisfactory performance.

Event description:
The customer reported that there was a difference of 30 mg/dl between her blood glucose readings obtained on the contour next ez meter and a non-ascensia meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.